Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2017. Reportedly, the patient did not calibrate after the inaccuracy. Reportedly, the patient used an alternate blood glucose test site. No additional event or patient information is available. No data was provided for evaluation. Confirmation of the problem and probable cause could not be determined. Labeling indicates: if the cgm values are outside the 20/20 range, calibrate again. Labeling indicates: alternative site bg values from your arms, palm of your hand, etc., may be different and less accurate than your fingerstick bg values. Using alternative for calibration might affect sensor performance, resulting in you missing a severe low or high glucose event.